Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with right heart failure was implanted with an impella rp device for mechanical circulatory support. While on support, the replacement signal on the impella drifted up throughout the night. They followed recommendation to recalibrate, which was done, and placement signal returned to near baseline, but then began to drift again. Survival outcome at explant noted the patient expired. Medical safety review of the event noted that the use of the device cannot conclusively be associated with the outcome. No patient harm related to the device was identified.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.